Event description:
It was reported that during a lap gastric band procedure, the obturator would not disengage from the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 05/20/2009. Info anticipated, but unavailable at this time.